Event description:
Surgeon attempted to implant a lens. The lens was damaged in the cartridge. No patient contact. The injector model that was used was msi-pf and the cartridge model was sfc-25 fp. The facility did not provide the lot numbers. Addition information has been requested.